Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd, UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  they are charging the implanted neurostimulator, the controller goes to a black or white screen. Patient said they will reset the controller and when they go to put it back on the charging belt, it will say it is out of battery and they will have to plug it back into the ac power supply to get it to come back on. Patient mentioned this has been happening probably every time they have charged for the last 2 weeks. Patient did not remember the exact wording of the message. Patient also said the recharger gets very warm. During the call, the patient saw memory problem, data loss repeat set up process. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger.